Manufacturer narrative:
The investigation determined that a discordant false negative vitros hbsag es result was obtained, when tested using non-vitros external quality assessment (eqa) proficiency fluids using vitros hbsag es reagent lot 2170 on a vitros 3600 immunodiagnostic system. A definitive assignable cause of the event could not be determined with the limited information provided by the customer. The customer reported no concerns about the qc fluids or the accuracy and precision of the vitros assay. A review of the customer qc results from 01 may to 27 june 2025 confirmed they were within expected ranges. No precision testing was performed around the time of the event; therefore, an instrument related issue cannot be entirely ruled out as a contributor to the event. However, there was no evidence of an instrument related issue. The proficiency samples were supplied ready to use; however, the duration and conditions of storage prior to analysis by the customer remain unknown. According to the eqa instructions for use, samples should be stored at 2-8 c and tested promptly, ideally within one week. Improper storage or handling may have contributed to the event, though this cannot be confirmed. It is also unclear whether the customer retested the sample or used an alternative method to verify the result. Although additional hbv testing was reportedly performed, no supporting data were provided, making it impossible to assess the outcome or its relevance to the initial discordant result. A potential contributor to the event could be an interferent in the sample affecting the vitros hbsag es method. The vitros hbsag es instructions for use (IFU) states that elevated biotin levels and heterophilic antibodies can interfere with test performance, potentially leading to inaccurate results. These known limitations warrant further investigation, especially when results conflict with clinical expectations. Additionally, the IFU states do not use quality control materials preserved with azide. It is unknown if the eqa proficiency fluids contained azide. Additionally, the IFU states: a negative test result does not exclude the possibility of exposure to or infection with hepatitis b virus. Levels of hbsag may be undetectable both in early infection and late after infection. In rare cases, there may also be a lack of antigen reactivity to the antibodies in hbsag tests. This highlights a known limitation of the assay. Despite these limitations, 6 out of 12 vitros users obtained the expected result, indicating that assay performance variability is not consistent across all users. Continual tracking and trending of complaint data has not identified any signals that would point to a potential systemic quality issue with vitros hbsag es reagent lot 2170.

Event description:
A distributor contacted ortho clinical diagnostics (ortho) technical solutions centre (tsc) on behalf of a customer to report a discordant false negative vitros hbsag es result was obtained, when tested using non-vitros external quality assessment (eqa) proficiency fluids using vitros hepatitis b surface antigen (hbsag es) reagent lot 2170 on a vitros 3600 immunodiagnostic system. Eqa sample s001 vitros hbsag es result of 0.70 s/c (non-reactive) vs an expected result of reactive. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The discordant false negative vitros hbsag es result was generated when a customer was processing non-patient fluids. There was no allegation of patient harm as a result of the event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment 611362.